Event description:
It was reported that the 3.50x12mm xience sierra drug-eluting stent was implanted at an unspecified vessel and noted to be expired. The stent data was scanned with no information regarding the lot number; however, the expiration date noted was 04/26/2026. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. It was reported that the xience sierra was used past the expiration date. There was no manufacturing date provided. The stent data was scanned with no information regarding the lot number; however, the expiration date (use by date) noted was 26-april-2026. The product was used after expiration as it was reported the procedure occurred on (B)(6) 2026. The expiration date of the product is important for sterility, efficacy, and performance of the device. It should be noted that the xience sierra, electronic instructions for use (IFU) states: note the product use by (expiration) date specified on the package. The investigation determined the reported device expiration issue appears to be related to the use error. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D4: a partial UDI was provided as the lot number is not known. H6: medical device problem code 2017 - use after expiration.